Event description:
"S/p augmentation 19 yrs following placement b 165cc r rupture l bleed - 1994 mod cloud min yellowing, thin capsules, infection class I. Pt has systemic probs, including arthritis, fibromyalgia, chronic fatigue, night sweats, hot flashes, chills, chronic headaches, dizziness, memory loss, dry mucus membranes, hair loss, rashes, sens to light/cold, scleroderma, weight gain etc."